Event description:
It was reported that balloon rupture occurred. The 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.